Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported that the expected residual volume was 14.7ml and the actual residual volume was 1ml, the discrepancy was noted during a replacement surgery. The cause of the discrepancy was unknown. The patient¿s mother and caregiver said that the patient had an increase in muscle spasms and soreness ¿lately¿ but were unsure if the symptoms were related. No specific timeline for symptoms were reported. The care providers decided to cut the daily dose in half because they were unsure how much drug the patient was receiving prior to the pump replacement. The device system was used to infuse lioresal. Additional information received reported that the pump replacement was due to pump nearing eri (elective pump replacement interval/indicator). The cause of the discrepancy was unknown by the reporter. There was no further troubleshooting done, the pump dose was reduced by 50% "pon" discharge and the patient was scheduled to see the managing physician the following week. The patient status was unknown.